Event description:
Caller reported a tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Customer initially experienced issues during troubleshooting but was able to resume insulin therapy with the original cartridge after changing the tubing from the infusion. The issue was resolved with guidance from technical support.